Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette broke during use. The patient was connected in initial drain of peritoneal dialysis. The patient stated they tried to break the frangible on the supply line and snapped the line instead. The patient will start over therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.